Event description:
Pt admitted from another facility on 1/20/95 with a right subclavian triple lumen catheter with right arm and shoulder 3+ edema and mild sloughing of skin. On 1/21/95, severe swelling right side of body and right eye swollen. Gradual decrease in edema to "trace" on 2/2/95. On 2/6/95 line found sutured but out approx 1 inch, white port leaking, brown infusing intravenous fluids without difficulty. On 2/9/95 showing signs of fliud overload - 4+ edema of right arm and right side.